Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided complete pump reset instructions and guided the caller through the process. Following the reset, the pump did not display the error again, and the caller successfully started a new sensor session.